Manufacturer narrative:
Ecaremanager is a sw program that allows clinicians that are not in the local clinical area to support the care of ICU pts. All medications that have been ordered since a pt was admitted are shown on their current medication list. If a medication is not included on the list, this could prevent accurate diagnosis or lead to duplicate or inappropriate medication orders. Philips is in the process of obtaining add'l info concerning this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that interfaced medication info sent from the hosp info system from the time the pt is deleted from ecaremanager to the time, they are re-established in ecaremanager is omitted from their current medication list.